Event description:
On (B)(6) 2013, the reporter contacted lifescan canada alleging that the subject meter "broke." No further details regarding the alleged meter issue was provided. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.